Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used during an endometrial ablation procedure performed on (B)(6) 2012. According to the complainant, she had suffered burns during the endometrial ablation procedure. All other information is unknown. Should additional relevant details become available, a supplement report will be submitted.